Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse performed a preventive maintenance. The cse inspected the reagent probe, calibrated the probe and a calibration was run, which was acceptable. The cse also verified the reagent rocker, which was functional. The cse ran quality controls, which were within the acceptable ranges. A siemens (B)(4) specialist reviewed the service report and indicated that there was no instrument malfunction. The (B)(4) also confirmed that the reagent component(s) of the instrument were performing as expected. The cause of discordant patient results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of an advia centaur cp instrument reported discordant patient results when the reagent volume has approximately ten tests remaining. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument using a full reagent pack. The operator repeated the samples on an alternate advia centaur cp instrument to verify the results, when in doubt. It is unknown if the repeat results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant patient results.